Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced difficulty completing a bolus delivery. Reportedly, the pump would suggest a bolus for the customer to deliver; however, the recommended bolus would be too small to deliver and the customer would be unable to deliver the bolus. There was no reported impact to the customer's blood glucose (bg) level. The customer declined to perform further troubleshooting with tandem technical support.